Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient did not require hospitalization. The cause of the event was unknown. The patient was treated with injection netilmicin (50mg, route, frequency, and duration not reported) and injection targocid (4 [units not reported], route frequency and duration not reported) for peritonitis. On an unreported date, the patient's catheter was removed. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).